Event description:
The customer reported that the back housing was charred. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).

Manufacturer narrative:
The connex spot monitors are intended to be used by clinicians and medically qualified personnel for monitoring of noninvasive blood pressure, pulse rate, noninvasive functional oxygen saturation of arteriolar hemoglobin (spo2), respiration rate, and body temperature in normal and axillary modes of neonatal, pediatric and adult patients. The most likely locations for patients to be monitored are general medical or surgical floors and general hospital and alternate care environments. This product is available for sale only upon the order of a physician or licensed health care professional. The 7000-ps is the connex spot monitor 35 watt power supply and the pwcd-2 is the power cord. The complete device was received at hillrom service center. It was found that the device would not power on during functional check. The problem was found to be with the main board burnt. All welch allyn electrical devices are designed and tested to meet all applicable safety and flammability regulations. Welch allyn's vital signs, cardio and monitoring electrical devices are not held by the user and therefore decrease the likelihood that the user would sustain a 1st or 2nd degree burn if the device were to become hot. If these burns were to occur, they would generally not be considered serious and would heal without further medical intervention. Information regarding the safety and warnings specific to each device is in the instruction for use (IFU). As per the IFU, warning patient injury risk. Damaged cords, cables, and accessories can affect patient and operator safety. Never lift the monitor by the power supply cord or patient connections. Routinely inspect the ac power cord, blood pressure cuff, spo2 cable, and other accessories for strain relief wear, fraying, or other damage. Replace as necessary. The IFU also states as part of a caution to replace the power cord if the strain relief, cord insulation, or metal prongs are damaged or begin to separate from the attachment plug. Additionally, if a device were to get hot to touch, spark, have burn marks, melted or burned components a trained clinician would not use the device and remove it from the patient's environment. There was no reported patient involvement or injury in this complaint, however, as this event could potentially lead to a serious injury or death if it were to recur, hillrom considers this complaint reportable. Hillrom is supplying the customer with a loaner device. Based on this information, no further action is required.